Event description:
Additional information was received from the patient (pt) describing the shocks as "lightning like" shots of electricity down both legs from "short" in implant and said they stopped using the ins because of this issue .pt worked with reps for two years to adjust the ins, but could never make it work for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their implant never worked correctly, they tried adjusting it every 2 weeks for the first 2 years of having it but it never worked. Patient said the last time they charge the ins was 3 years ago. Patient mentioned getting electrical shock all the time. Patient asked now that they not charge the ins for years the battery should be off and why can't they go take an MRI. Agent reviewed information and reviewed MRI guidelines. Patient said that they tried charging the ins last night for an hour and a half but they keep getting no device found. Agent assisted patient to start recharging and saw passive recharge 84-93-96. Patient was able to get the ins to charge with controller battery at 90% and ins in red recharging excellent. Patient made a comment that as per dr. (B)(6) , they said that from the beginning the implant was faulty unt. Hcp suggest to take it out and switch to boston scientific. Pt called back reiterating information as already documented in this case. Pt stated that they hadn't used the device in 3 years since it never worked. Pt said that they couldn't even walk around the block since the ins wasn't helping. Pt said that hcp tried to adjust the ins over the years, but the ins hadn't worked right since day one of having the ins implanted. Pt said that hcp suggested to have ins removed and replaced with another device. Pt said that they were trying to recharge the ins, but about 3 minutes into charging after speaking with the last agent, the controller displayed software problem (1-intellis, 2-3.0, 3-243, 4-qf_port). Agent reviewed and had the pt reset the controller. Upon completion of the controller reset, pt confirmed that the controller powered on and that the error message was cleared. Pt initiated an ins recharging session during the call. Pt entered passive recharge mode. Pt saw that the con troller light was flashing green. Agent reviewed. Pt will continue in passive recharge and call back if further assistance if needed.

Manufacturer narrative:
Continuation of d10: product ID: 97745; lot/serial#: unknown; product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called to request his implant report, while processing, he mentioned he need the device information because his doctor will be replacing the device since it's not really working for him. No other info provided. No symptoms were reported.